Event description:
It was reported that the customer's blood glucose (bg) was fluctuating within a short time frame. Cause was not known. Reportedly, the customer's bg fluctuated between an unknown low to being displayed as "high" (specific value not provided). Customer took no action to address their bg levels. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.